Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1 bd alaris¿ smartsite¿ gravity set had component separation. The following information was provided by the initial reporter: the user reported tubing dislodged from the drip chamber and the same thing happened about 1 month ago in the or.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of separation at drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 42434e because the lot number is unknown.

Event description:
It was reported that 1 bd alaris¿ smartsite¿ gravity set had component separation. The following information was provided by the initial reporter : the user reported tubing dislodged from the drip chamber and the same thing happened about 1 month ago in the or.